Event description:
New information states that the patient was seen in clinic on (B)(6) 2018. Programming changes were made. All the electrical parameters were within normal range. The patient was in a stable condition and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with an alert for high impedance. No intervention was performed. The patient was in a stable condition and will continue to be monitored.